Event description:
It was stated that the customer experienced blood glucose levels as high as 230 mg/dl. Troubleshooting was performed and the insulin pump passed the self test, but failed the high pressure test. It was also stated that the insulin pump made a noise during bolus deliveries. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.